Manufacturer narrative:
Result: missing power cord.

Event description:
It was reported by service report that there was no power to the bed. It is unk if there was pt involvement. However, no adverse consequences were reported.